Event description:
It was initially reported that the patient had a burning sensation at the pocket site and increased baseline pain. It was stated that there was stimulation in the wrong location, which began following the implant. It was noted that the symptoms occurred at the patient¿s left leg. The patient reportedly had 'trouble regulating' the stimulation for the left foot and had left ankle pain. Two months later, it was reported that there was stimulation in the wrong location. It was described as 'short circuiting.' The patient reportedly noticed the issue 'just a few weeks after her implant.' When the patient 'spiked' up her stimulation, the change would 'mess up her whole body and not get stimulation where she desired but actually everywhere else.' There were no falls, trauma, or lifting reported. It was later reported that the patient had a lead revision because the lead had 'slipped/migrated." Additional information was requested, but not available by the time of the report.

Event description:
Additional information stated the lead revision captured the patient's pain pattern on the opposite side. It was also reported the patient was doing well.

Manufacturer narrative:
Concomitant products: product ID 3550-29, lot# n340493, implanted: (B)(6) 2012, product type accessory; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).